Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/30/2020. Additional information: d10, h6. Additional h3 investigation summary: it was received for analysis eight unopened samples of product code w9962, lot ppcbcwb0. During the visual inspection of all samples, the swage and attachment area were noted to be as expected. In addition, the sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement.

Manufacturer narrative:
Product complaint (B)(4). The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what did you mean by "the suture is prone to broke easily" ? The suture broke? Yes. Where there any patient consequences? No.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2020 and the suture was used. During the procedure, the suture was prone to broke easily. Another like suture was used to complete the procedure. There were no patient consequences reported.